Event description:
The customer reported receiving a reading of 81 mg/dl on her adc meter which was higher when compared to a reading of 46 mg/dl received on an unspecified hcp meter. Furthermore the customer who is a nurse reported that she was at work assisting the patient and experienced symptoms she described as "felt hot, dizzy and blacked out" and had a loss of consciousness. The customer self-treated with "glucose drink' and self-presented to a doctor who "provided half bottle of glucose and after half an hour provided the other half". There is no report of death or permanent injury associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is a correction report. Date of report should state (B)(6) 2012. This has been updated to reflect the correct information. (B)(4).